Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is not inserting the implant co-axial to the bone tunnel, prying or leveraging the driver while the implant is still loaded, improper bone preparation or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device is not being returned.

Event description:
It was reported that a bio-composite tenodesis screw was used for an ulna collateral ligament reconstruction procedure. During insertion of the screw into the metacarpal, the driver snapped inside of the cannulation of the screw. The screw had been completely seated to 8 mm in the bone at the time the driver tip broke. The driver tip was unable to be removed from the cannulation of the screw and was left in the patient.